Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during a lead revision the physician noted that some of the contacts were missing on the lead. The physician was not able to retrieve the missing contacts.

Manufacturer narrative:
Device evaluation indicated that the paddle lead passed photographic imaging tests performed. Visual inspection of the paddle lead revealed that it was cleanly cut approximately 12 inches from the proximal end. In addition, the silicon of paddle end is torn approximately at mid-section. Two electrodes of the paddle end are missing. The cut damage to the lead is consistent with damages done during the explant procedure and it is not considered a failure.

Event description:
A report was received that during a lead revision the physician noted that some of the contacts were missing on the lead. The physician was not able to retrieve the missing contacts.